Manufacturer narrative:
Reported event of clip difficult to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was deployed inside the patient; however, the clip was difficult to be released from the catheter. Eventually, the clip was able to be release from the catheter by turning the colonoscope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and was jammed onto the bushing. The clip prongs were locked into the capsule. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was deployed inside the patient; however, the clip was difficult to be released from the catheter. Eventually, the clip was able to be release from the catheter by turning the colonoscope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.